Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp y-type microbore catheter extension set had a hole/cracks which results in leaking at the y-site. This occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.